Event description:
The patient had been having diaphragmatic contractions and a chest x-ray that was performed showed that the ICD lead had dislodged and was in the right atrium. This lead was successfully revised (B)(6) 2011. All available information suggests this lead is actively implanted. If additional information becomes available, this event will be updated.